Event description:
An incorrect product delivery with a replacement adc device was reported. The replacement device was issued due to an "insert blood" message displaying. Due to delivery delay, customer was unable to test and experienced seizure and a loss of consciousness. The customer was brought to the emergency to check her glucose levels, requiring unspecified liquid injection by the healthcare provider for dka treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted."